Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The evaluation found missing flex coupling and disconnected membrane overlay as well as damaged sub-chassis and top cover components due to user mishandling. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that the motor drive unit was dropped by the customer and a piece was heard rattling inside the device. There was no patient involvement and no adverse patient consequences occurred.